Manufacturer narrative:
Implant regio 46 fractured. Construction was a single implant with a crown. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant and patient related bruxism. Resubmitted due to submission error.

Event description:
Implant fracture.